Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 390 mg/dl. In addition, the customer experienced confusion, and assistance was required in performing troubleshooting with tandem technical support and with ¿basic tasks¿. Reportedly, the customer inadvertently entered in a bg of 25 instead of requesting a bolus for 25 units of insulin, and inadvertently entered a bg of 23 instead of requesting a bolus for 23 units of insulin. A bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. While troubleshooting with tandem technical support, it was reported that a resume pump alarm occurred. No additional information was provided.